Event description:
Customer reported a past low blood glucose event, the cause of which was unknown. The exact lowest blood glucose level was unspecified, although the reading was displayed as "low." There was no reported adverse impact to the customer¿s blood glucose level beyond this low event. To correct the issue, the customer consumed carbohydrates and was advised by technical support to consult a healthcare professional to discuss potential factors influencing their blood glucose levels. The customer was also advised to return the pump cartridge and acknowledged the resolution steps.